Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and dysfunctional uterine bleeding ("abnormal bleeding (general) / dysfunctional uterine bleeding") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included adenomyosis and nabothian cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, 9 years 2 months after insertion of essure (ess205), the patient experienced pelvic pain ("persistent pelvic pain/pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysfunctional uterine bleeding, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, dysfunctional uterine bleeding, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the left side, one coil was visualized at the end of procedure, and on the right side about six coils were visualized in the uterine cavity at the end of the procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and pelvic pain, dysfunctional uterine bleeding most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. New events added- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) and did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("persistent pelvic pain") and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (partial hysterectomy due to complications from the essure device). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and dysfunctional uterine bleeding ("abnormal bleeding (general) / dysfunctional uterine bleeding") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included adenomyosis and nabothian cyst. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and back pain ("lower back area pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy/ cystoscopy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysfunctional uterine bleeding, menstrual disorder, menorrhagia, depression, anxiety and back pain outcome was unknown, the pelvic pain had resolved and the vaginal haemorrhage was resolving. The reporter considered anxiety, back pain, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the left side, one coil was visualized at the end of procedure, and on the right side about six coils were visualized in the uterine cavity at the end of the procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and pelvic pain, dysfunctional uterine bleeding." Most recent follow-up information incorporated above includes: on 10-oct-2018: pfs received. New event lower back pain was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included adenomyosis and nabothian cyst. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 years 2 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("abnormal bleeding (general) / dysfunctional uterine bleeding"), menstrual disorder ("menstrual bleeding") and back pain ("lower back area pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy/ cystoscopy ((B)(6) 2016)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysfunctional uterine bleeding, menstrual disorder, depression, anxiety and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the left side, one coil was visualized at the end of procedure, and on the right side about six coils were visualized in the uterine cavity at the end of the procedure. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and pelvic pain, dysfunctional uterine bleeding.". Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and dysfunctional uterine bleeding ("abnormal bleeding (general) / dysfunctional uterine bleeding") in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included adenomyosis and nabothian cyst. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, 9 years 2 months after insertion of essure (ess205), the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant) and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy/ cystoscopy ((B)(6) 2016)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysfunctional uterine bleeding, menstrual disorder, menorrhagia, depression and anxiety outcome was unknown, the pelvic pain had resolved and the vaginal haemorrhage was resolving. The reporter considered anxiety, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the left side, one coil was visualized at the end of procedure, and on the right side about six coils were visualized in the uterine cavity at the end of the procedure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and pelvic pain, dysfunctional uterine bleeding." Most recent follow-up information incorporated above includes: on 5-jul-2018: reporter information was updated. Per plaintiff fact sheet: event: depression and mental anguish was added. She had recovered from event: pelvic area and recovering from event: abnormal bleeding (vaginal/menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in a 34-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included multiparous. Concurrent conditions included adenomyosis and nabothian cyst. Concomitant products included paracetamol (acetaminophen) since 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 9 years 2 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain ("persistent pelvic pain/pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("abnormal bleeding (general) / dysfunctional uterine bleeding"), menstrual disorder ("menstrual bleeding") and back pain ("lower back area pain"). The patient was treated with surgery (full hysterectomy and bilateral salpingectomy/ cystoscopy ((B)(6) 2016)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysfunctional uterine bleeding, menstrual disorder, depression, anxiety and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysfunctional uterine bleeding, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on the left side, one coil was visualized at the end of procedure, and on the right side about six coils were visualized in the uterine cavity at the end of the procedure. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal), psych injury. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- menorrhagia and pelvic pain, dysfunctional uterine bleeding." Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events abnormal bleeding (vaginal) and menorrhagia were updated to recovered/resolved.seriousness criteria (medically significant) of event dysfunctional uterine bleeding was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.